Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the charge coupled device unit that was damaged during user handling of the subject device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the loaner evis lucera elite bronchovideoscope had no image. There was no procedural involvement and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a defective charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.